Event description:
Litigation papers allege since surgical implantation, patient has suffered symptoms including but not limited to swelling, inflammation, groin pain, hip pain and problems sitting, standing and moving up and down stairs. It is further alleged due to these complications, patient now faces the potential for a revision surgery in the future. Update: 3/26/2012 - part/lot information was identified. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.